Event description:
The customer reported a high blood glucose of 488 mg/dl, which had been treated. He declined to troubleshoot with the insulin pump. The customer stated he would go to the emergency room, if his blood glucose were to continue to ascend. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).